Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2003. Subsequently, patient was revised on (B)(6) 2015 due to a pseudotumor and pain. The acetabular cup and modular head were removed and replaced and allograft bone was implanted.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the material analysis, it was noted the component showed evidence of wear, subluxation of the joint, scratching and streaking of the bearing surfaces and taper fretting.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-01999 / 02000).